Manufacturer narrative:
Section b3- date of event is estimated. During processing of this incident, attempts were made to obtain complete device; however, no further information was known. Section d4-serial number, lot number, expiration date, primary unique device identification (UDI) number is unknown. Section h4 - device manufacture date is unknown based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken where the leads were explanted and replaced with a paddle lead, thereby restoring effective therapy.